Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot#: 2101425815, date of manufacturing: 07-dec-2020, UDI: (B)(4). Device 2: lot#: 2100976805, date of manufacturing: 09-jan-2020, UDI: (B)(4). Devices 3 & 4: lot#: not provided, date of manufacturing: not provided, UDI: not provided. Method: the complaint rt266 infant dual-heated evaqua2 breathing circuits were returned to fph in new zealand for investigation, where they were visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuits. The pressure test revealed that one of the four subject breathing circuits did not pass the test and was leaking from the swivel duckbill. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that four rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device 1: lot#: 2101425815; date of manufacturing: 07-dec-2020; UDI: (B)(4). Device 2: lot#: 2100976805; date of manufacturing: 09-jan-2020; UDI: (B)(4). Devices 3 & 4: lot#: not provided; date of manufacturing: not provided; UDI: not provided. We are currently in the process of finalising our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that four rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.